Event description:
It was reported that the patient had a change in therapeutic effect and a motor stall had occurred. The patient was experiencing symptoms of anxiety and nausea following a dose increase on (B)(6) 2012. Patient felt that after the increase 'they were getting too much medication'. It was unclear if the dose was then decreased again at that time of refill on (B)(6) 2012. It was later reported that the patient went to the hospital on (B)(6) 2012, as they were 'not feeling well' and 'hurting really bad.' A motor stall was then discovered and confirmed. The motor stall occurred on (B)(6) 2012 @ 1903, following the refill, and had no recovery. Electromagnetic interference was ruled out. The medications in the pump were morphine and bupivacaine. The event and patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the pump "just quit on me and stopped working and had to put in a new one." The patient stated that one day he went to the doctor's office and "they tried to restart the pump but it didn't work."

Event description:
It was reported that they were unable to interrogate the pump. The pump was explanted. The reason for device removal was noted as device-related. The patient recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication. Multiple motor stalls and recovery were seen in the logs. During destructive analysis significant residue on the upper shaft of gear 2 and some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was found. It was also noted that some teeth of gear wheel 3 were partially corroded. These may have been the cause of the motor stall.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.